Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during power up in anaesthesia. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an error 345 was reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same/similar allegation. Evaluation determined the cause was due to the environmental conditions. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be an out of calibration specification upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.